Event description:
It was reported that during an arthroscopic knee procedure using an ambient super multivac 50 ifs wand, the wand appeared to have reduced efficiency. The surgeon opened to complete the procedure during a competitor's device. There were no significant delays or patient complications reported as a result of this event.